Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined.